Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose was 153mg/dl. Reportedly, the t:lock connection was not straight. The customer straightened the connection and cleared the alarm to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.